Manufacturer narrative:
Additional information in d10, h3, h6. H10: the device was received for evaluation. A visual inspection with the naked eye noted a particulate matter inside the patient line tubing. The reported condition was verified. The cause of the condition was determined to be due to an extrusion defect during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in the patient line of a homechoice integrated apd set w/cassette-3 prong. The pm was further described as, "non-movable black particulate matter inside of the patient connection line". This was noticed during setup of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.